Event description:
It was reported the insulin pump alarmed button error. The battery was changed but anomaly persisted. The buttons were not pressed longer then three minutes. The device was not bumped or dropped. Customer's blood glucose was 3.4 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The device was received with cracked display window corner, reservoir tube lip, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.